Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that the customer went to emergency room and get hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was 447 mg/dl. Customer was treated with insulin drip and insulin pen. Customer stated that there was no leak and air bubbles. Customer had blood glucose level of 120 mg/dl. Customer stated that the insulin delivery was not suspended due to sensor glucose level and blood glucose level. Customer was using auto mode. The insulin pump will not be returned for analysis.